Event description:
It was reported that a patient underwent a vaginal hysterectomy and posterior mesh repair on (B)(6) 2007 to treat prolapse and obstructed defecation. The patient has experienced mesh exposure with a tingling sensation in the vagina. A procedure to excise the exposed mesh is planned. No further information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.